Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a broken handle system failure code 133.6080 when turned on. All problems were found upon pm date. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 6/18/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue of broken handle failure and code 133.6080 could not be confirmed; no product or device logs were returned for investigation.

Event description:
It was reported by the customer that the device had a broken handle system failure code 133.6080 when turned on. All problems were found upon pm date. There was no additional information provided and no patient involvement.